Manufacturer narrative:
The catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. A buckle mark was seen between 85 cm and 90 cm marker bands on the strain relief of the catheter. An attempt was made to inflate the balloon with 35 cc of water and the balloon inflated properly and was able to maintained inflation for over two hours with no defects. The reported air bubble in the device issue can have multiple possible root causes. This is an isolated incident and no similar incidents have been reported by customers. The device connections are standard luer connections intended to mate with other standard fittings. It is highly unlikely that the reported air in the device is design related. The root cause of the reported air in the device cannot be confirmed. Upon investigation there was a reported defect to the catheter shaft which is likely associated with a product recall associated with the endoreturn introducer. This report has been submitted due to this reported recall. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.

Event description:
It was reported by the sales rep that the intraclude aortic device, icf100 "was prepped properly, and inserted into the patient. While connecting all the lines, air was noticed in the line which would be cleared then more air would enter the line. Since we could not determine where the air was coming from, we decided not to use the device. Another icf100 was used with no issues. There was no harm to the patient and the case went along as planned. It was a re-redo mvr (3rd time). "

Manufacturer narrative:
Correction: initially reported as part of a recall- this device was disassociated from the product recall. See the below evaluation and clarification. Event clarification and correction: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. Another kink was found at 75 cm marker bands on the strain relief of the catheter. A buckle mark was seen between 85 cm and 90 cm marker bands on the strain relief of the catheter. Multiple kinks were found below 40 cm marker bands of the catheter. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. The balloon was able to deflate per instruction in the IFU. The eccentricity of the balloon was found to be acceptable. The reported air bubble in the device issue can have multiple possible root causes. Possible causes can include a manufacturing defect, a design defect, and clinician error. Standard luer connectors are used at the end of the devices. During final device testing, these luer connectors and the lumens are tested for any possible leaks. If the air in the device was caused due to a manufacturing defect, it would most likely be detected during the leak and flow testing. This is an isolated incident and no similar incidents have been reported by customers. . It is highly unlikely that the reported air in the device is design related. Failure to remove air from the device during prep or loose luer connections can cause air to remain or enter the device during use. There are warnings about this in the IFU. The root cause of the reported air in the device cannot be confirmed. The need for corrective action was assessed and no corrective actions are required at this time. A lhr review was performed and no non- conformances were identified during this review. The failure mode is appropriately documented and severity correctly assigned. Since the launch of this product in december 2011, there have been no other complaints for air in the line of the intraclude device during use. This complaint does not create an out of control trend for this complaint type. Trends will continue to be monitored through the edward quality system.